Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. There was a kink in the control wire and the coil was noted to bend/kink at the distal end. The over sheath appeared bunched up and accordioned. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of three devices that were used during the same procedure. Manufacturer report# 3005099803-2014-01730 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-01731 pertains to the second resolution clip device and manufacturer report # 3005099803-2014-01732 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip device were used in the transverse colon during a clipping procedure performed on (B)(6) 2014. Reportedly, the patient anatomy was tortuous. According to the complainant, during the procedure, the first clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The clip was unable to be reopened and had to be pulled off the tissue. The same issue occurred with the second and third clip. A different device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reported event of clip failed to release from catheter. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices that were used during the same procedure. Manufacturer report# 3005099803-2014-01730 pertains to the first resolution clip device, manufacturer report # 3005099803-2014-01731 pertains to the second resolution clip device and manufacturer report # 3005099803-2014-01732 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip device were used in the transverse colon during a clipping procedure performed on march 31, 2014. Reportedly, the patient anatomy was tortuous. According to the complainant, during the procedure, the first clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip was unable to be reopened and had to be pulled off the tissue. The same issue occurred with the second and third clip. A different device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being good.